Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a configuration issue. A technical support specialist informed the customer to un-approve the equivalencies in setup to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was unable to access medication, and it was showing grayed out. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.